Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - ultrasound image was lost due to ultrasound probe breakage. - ultrasound image was lost due to the ultrasound cable disconnection. - ultrasound image was lost due to the failure of the pc board. The event can be detected/prevented by following the instructions for use: ·inspection of the endoscopic system ·warnings and cautions or precautions ·storage of the ultrasonic cable. During inspection and testing, service found the auxiliary water flow inlet had a leak. The control body jet tube was loose and leaking. The scope cover was missing the label. In addition, the um image had 2 broken elements. The forceps cover was missing ke45 glue. The rubber adhesive was cracked. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device failed the leak test during reprocessing. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was no ultrasound image displayed on the monitor. This report is being submitted for the malfunction [no image] found during the device evaluation.